Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rechargeable battery was no longer functioning and residue was found in the processor. The equipment has been requested for return to the manufacturer for product investigation and new equipment has been sent to the patient. There is no allegation of patient injury associated with this issue.